Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the epc controller had controller cell low alarm on day 807. The controller lost power causing a pump to stoppage on day 807 14:52. The controller has been exchanged. The pump is being reported in MFR # 2916596-2020-03950.

Manufacturer narrative:
Section d4 & h4: the device serial number was requested but not provided. Manufactures investigation conclusion: the reported event of a red heart alarm can be confirmed based on the information recorded in the provided log file. The log file contained events recorded from the time stamp of day 807, 7 hours and 40 minutes to 807, 14 hours and 52 minutes where multiple low flow hazard alarms associated with flow values below 2.5 lpm were recorded. The last entries revealed that the driveline was disconnected first followed by the power cables being disconnected from the external power. The last recorded entry indicated that the controller was powered and reconnected to a pump. A specific root cause for the low flow alarms was not able to be determined. The system controller was not available for evaluation. It was reported that the controller was swapped with the backup and will not be returned. No further information was provided. The manufacturer is closing the file on this event.